Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the distal sheath glue was deteriorated with separation, the plastic distal end cover had a dent, the connecting tube had wrinkles of 10mm from the glue, the universal cord had buckles, the electrical contacts on the plug unit were damaged slightly, the angulations were out of specification, and the air and water flow had issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, to olympus that during annual device maintenance, the suction on the evis exera iii colonovideoscope did not work. There was no insufflation found at the scope. There was no report of patient harm associated with the event. During the evaluation of the device, it was noted, that the nozzle was clogged with an organic white material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with white organic foreign material, however, the specific material could not be conclusively identified. It was noted that the material looked like it came from a patient's body. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information regarding reprocessing, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU. Instruction manual evis exera olympus cf-h185l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera olympus cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.